Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the object lens glue peeled off, error b30 (scope communication error) occurred, and the control section was dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical wiring breakage or shorting due to the angulation mechanism's operation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope blacked out during the case when operating the angulation. The issue occurred during a therapeutic laparoscopic surgery. The procedure was completed with the same device. There were no reports of patient harm.